Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the previous service history has been reviewed and deemed unrelated to the current customer reported problem. Initial service history attachment is not good distribution practices compliant, but final service history attachment is good distribution practices compliant. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of sample received showed no impact or corrosion damage was present. Device was hooked up to an oxygen supply and turned on. Customer complaint was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions taken to mitigate the reported: took preventative measure and replaced oscillator.

Event description:
It was reported that free flows from outlet port intermittently when it is plugged in. Date of event was updated, the issue was found during a routine check, and there was no patient involvement. No patient injury reported.